Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an absorbable, adhesive barrier was used. It was reported that the patient underwent a vaginal cuff revision, partial mesh excision and cystoscopy on (B)(6) 2013, and had another mesh removal procedure on (B)(6) 2014.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and adhesive barrier was used concurrently with obtryx. It was reported that following procedure the patient experienced pain, bowel problems, injury to nearby organs, scarring, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.